Manufacturer narrative:
The device was received with the formed needle exposed, confirming the reported event of the needle not retracted. During investigation, after opening the device, the formed needle was found not properly seated in the slide retract. The slide retract was damaged indicating that the formed needle was incorrectly installed, which also led to the formed needle being damage. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying the needle. An enhancement was implemented to the vision system to catch the presence and orientation of the cannula in the slide retract. Indentations were observed on the bottom housing of the device indicating post-use damage. The reservoir cap was also found to be indented and the asic on the pcb was found to be cracked; the damage on the reservoir cap and asic lines up with the indentations found on the bottom housing indicating these damages were due to the post-use damage from the bottom housing. The distal end of the formed needle, which was observed to be bent and a tear found on the exposed portion of the soft cannula were also due to post-use damage. The timing and cause of the post-use damages could not be determined. The data was unable to be extracted from the device after multiple download attempts. The batteries were found to be depleted. Damage on the asic of the pcb prevented the data from being downloaded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure. Pod worn between 1 and 4 hours.